Event description:
During a roux-en-y procedure, they were taking their 2nd firing across the stomach and it fired and cut but did not staple. Case completed by sewing up the stomach and refire to finish the case with new loads. No patient consequence.